Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator stopped cycling. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb) to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).